Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and implantation of expired device.

Event description:
Healthcare professional reported unknown side rupture and ¿implant expired". Device remains implanted.

Event description:
Healthcare professional reported right side rupture and ¿implant expired". Device remains implanted.

Event description:
Device has been explanted and replaced.